Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced hematuria, persistent irritation, painful urination and surgical mesh erosion into the bladder which required cystoscopy for removal of mesh.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. (B)(4).